Event description:
A surgeon reported that the chandelier tip melted and deformed because of heat during procedure. The surgeon was unable to pull it out from the trocar cannula therefore the surgeon had to remove the chandelier from the eye together with the trocar cannula. The surgery was completed with no harm to the patient. No additional info is expected.

Manufacturer narrative:
A product sample has been received but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).